Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that when gas flows into the gas line, it leaks from auxiliary gas outlet. There was no report of any patient involvement associated with this reported event.